Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the closed tube aliquotter module of the unicel dxc 600i synchron access clinical system. The customer indicated the overflow bottle inside the hydropneumatics unit was full and spilling over the floor. Bec customer technical specialist (cts) asked the customer to look at the peri-pump. The customer reported that the clamp for the peri-pump tubing was not in place. The cts instructed the customer to clamp down the tubing, empty the overflow bottle and tighten the clamp. Customer reported that she wore personal protective equipment when she cleaned up the spill and emptied and the overflow bottle. Customer was instructed to call bec if the bottle starts to fill again. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment

Manufacturer narrative:
To date, customer has not contacted bec regarding any further overfilling of the overflow bottle inside the hydropneumatics unit. (B)(4).